Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017 of cardiac arrest. The lvad was functioning as expected up until the patient expired. The patient and wife fell asleep with the lvad system on battery power and did not awake to the alarms when the batteries depleted. Log files were not provided and the lvad will not be returning to the manufacturer for evaluation. No additional information was provided.

Manufacturer narrative:
The reported pump stoppage due to battery depletion could not be confirmed because no log files from the time of the event were submitted for review. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.